Event description:
On (B)(6) 2010, patient reported the up and down buttons on the infusion device work intermittently. This was noticed over the past month when trying to deliver boluses and has gotten progressively worse. Infusion device has been in use for approximately 3 years and patient boluses 4-6 times per day. Infusion device has not been dropped or exposed to water or insulin ingress. Both buttons pop up after being pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.